Event description:
Following implantation of a total hip prosthesis, set screws from the acetabular inserter were noted upon review of post-ip radiographs. Pt was advised of retained hardware, no further surgery is anticipated.